Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a procedure (B)(6) 2021 to address pain at the ipg site. Ipg was placed deeper resolving the issue.